Manufacturer narrative:
Technician found issues with the beds pressure tape switches had either an open wire or damaged pressure sensor in switch and old fluid residue on the scale board. The technician replaced the pressure tape switches and the scale board to resolve the issue.

Event description:
Account alleged that the bed exit would not set when command was requested on the side rail. No alleged injuries by account.